Event description:
It was reported that the patient had been hospitalized in the ccu (critical care unit) with hyperglycemia and dka (diabetic ketoacidosis). The patient's blood glucose levels reached 1000 mg/dl. The patient was treated with IV(intravenous) fluids and insulin. The patient was released four days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.